Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturer representative that there was drainage at the pocket site. The patient had a fall at an unknown date. The patient would charge to full and only gets two hours of stimulation. An explant of the entire stimulation system was planned but not yet scheduled. The issue was not resolved at the time of the report.